Event description:
Stent came off of delivery system during deployment attempt and lodged in mid rca. Md did not attempt to retrieve or displace stent. Protective sleeve was never pulled back. Vessel implanted in rca.